Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni) results, within the risk stratification range and above the acute myocardial infarction (ami) limit, for two patients, involving the access® 2 immunoassay system. The samples were initially tested through an alternate methodology and normal troponin results were obtained for each patient. The patients' samples were then retested on the access® 2 system following recalibration and quality control (qc) and normal results were obtained for each patient. The customer released only the results from the alternate methodology to the hospital. Patient results from the access® 2 system were not released. There was no patient consequence associated with this event. The patients' samples were collected in becton dickinson lithium heparin plasma tube, without gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes in room temperature. The samples were aliquotted from tubes, placed in insert cups, and placed back in the main collection tube for testing on the access® 2 system. The customer stated the samples appeared clear with no evidence of hemolysis or lipemia. The samples were not re-centrifuged prior to reanalysis on the access® 2 system. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered air bubbles in the wash pump and noted motion error messages in the analyzer's event log. The fse removed the fluidics manifold for inspection, removed and cleaned all motors and sensors, and replaced the precision valve hardware. The fse replaced the wash valve and pump home sensors. The fse primed the fluidics several times without failures. The fse successfully performed high sensitivity (hs) system check and instructed the customer to perform quality control (qc) on all assays. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.